Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm with at 21x18mm diameter neck 30mm in length severely angulated neck and a subsequent arteriovenous fistula on. The aorta below the renal arteries was very tortuous it was reported that the main body was deployed while being pushed up along the greater curvature of the proximal aortic neck, a gap was created between the suprarenal stent and the vessel wall at just above the renal arteries on the lesser curvature side. A contrast angiogram revealed a type ia endoleak at the area just below the proximal neck and touch up with a balloon (another manufacturer) was performed however this was unsuccessful and the endoleak remained. The physician elected to extend the proximal landing zone, an endurant aortic cuff was deployed at the proximal main body providing extra coverage without covering over the renal arteries. The endoleak remained. Dsa (digital subtraction angiography) was performed several more time at different angles but the type ia endoleak remained. While confirming the type ia endoleak with ballooning, a type ii minor endoleak was also identified. At this stage, the evar procedure was completed with the intention that blood vessel prosthesis implantation by laparotomy would be performed at a later unknown date. As per the physician, the cause of the event was anatomy related due to the tortuosity of the aorta around the renal arteries. It was reported that 3 days post index procedure, blood vessel prosthesis implantation was performed via laparotomy, and the type ia endoleak was resolved. However, after that, the blood vessel prosthesis was occluded by thrombus, and 2 days later, laparotomy was performed again for intervention. Using a surgical knife, the stent graft was cut at about 1 stent proximal to the bifurcation of the main body, and then anastomosed with blood vessel prosthesis. Both distal ends were anastomosed with the left and right external iliac arteries respectively. Reportedly, re-occlusion after blood vessel prosthesis implantation was attributed to the distal anastomotic site of the blood vessel prosthesis and external iliac arteries. No additional clinical sequelae were reported and the patient will be monitored by the physician.